Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the central supply department with an unsigned note that stated, "defective." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.